Manufacturer narrative:
This complaint was received via user report and has been reported to FDA. A follow up will be submitted once all investigation activities are completed or additional information is obtained. The device mfg date is unknown. The date in section h4 is the date abbott diabetes care (adc) became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received an mhra user report which reported the following information: "for an elderly person, the packaging is sometimes hard to remove the monitor from packaging. Excessive waste of packaging as the applicator could be reused and the monitoring disk sent out in a smaller box. The monitoring disk doesn't always connect to the app so have to be sent back to chemist." Adc customer service attempted to contact the customer and was successful on the first attempt. The customer indicated one return kit and two sensors had been replaced. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
Sensor and applicator (B)(6) has been returned and investigated. Visual inspection has been performed on the returned applicator; no issues were observed. The applicator has been fired correctly. The sensor plug is properly seated and no physical damage is observed on sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Sensor state 5 with event logs 3 and 4 are an indication of normal termination of the sensor without any error. Visual inspection has been performed on the sensor plug assembly; no failure modes were observed. Sim vivo testing (simulation of the electrical signal produced by the sensor tail) and poise voltage testing was performed and all results were within specification. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics, therefore this issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release to distribution. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received an mhra user report which reported the following information: "for an elderly person, the packaging is sometimes hard to remove the monitor from packaging. Excessive waste of packaging as the applicator could be reused and the monitoring disk sent out in a smaller box. The monitoring disk doesn't always connect to the app so have to be sent back to chemist." Adc customer service attempted to contact the customer and was successful on the first attempt. The customer indicated one return kit and two sensors had been replaced. Based on the information provided, there was no report of serious injury associated with this event.